Event description:
It was reported that the ilet touchscreen became unresponsive while the user attempted to scroll, with two protective screen layers applied; the prior device reportedly had a cracked screen, and the user has since received a replacement that functions normally, which aligns with a device problem of unresponsive touch input localized to the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found on assessment of the replacement device, despite the reported unresponsive touchscreen on the previous unit. It was concluded, based on previously established findings for similar reports, that no problem was detected.

Manufacturer narrative:
Initial.